Manufacturer narrative:
The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had e faults seen in the logs. Patient was seen by the manufacturer representative in the intensive care unit, where she remained intubated, and performed a driveline cleaning with two cleanings. First cleaning had a 40 second pump stop and the second cleaning had a 60 second pump stop. An elective controller exchange was performed as well. It was stated that a colorless contamination was seen in the connector. It was further stated that there were no effects on the patient. No additional information provided. Investigation is ongoing